Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; outside casing was found broken.

Event description:
It was reported when the stylus touched the screen, it sometimes had no reaction. The programmer was returned for repair. There was no patient involvement.